Event description:
It was reported that on (B)(6) 2012 the patient underwent surgery for lumbosacral spine pain, degeneration, right foraminal stenosis l5-sl due to facet hypertrophy and ossified facet cyst and secondary spondylosis l5-s1. The procedure consisted of a right-sided hemilaminectomy l5 with complete facetectomy l5-s1 and neurolysis of the exiting l5 nerve root with repair of incidental durotomy and posterolateral fusion. During the initial anterior exposure of l5-s1 for the fusion the following was observed: ¿there was an unexpected finding of fullness in the perirectal area suggestive of possible rectal mass.¿ per the operative report regarding this mass: ¿. There was a fair amount induration and it was difficult to achieve the posterior retroperitoneal plane, but eventually we did and rotated the viscera medially. There was fullness in the rectum suggestive of a possible rectal mass. We were in the retroperitoneum so I could not assess this further but felt that the best option would be to complete the procedure as indicated and then to have this worked up separately. ..¿. In the fusion aspect of the surgery the following was recorded: ¿I began the decompression with hemilaminectomy right-sided l5 lamina and transection of the pars of l5. Upon removal of this inferior articular facet of l5, which was processed for local autograft, it became apparent that there was a small approximately 2 mm linear rent in the dura. I then completed the decompression around this. I was able to close it primarily with a figure-of-eight 6-0 gore-tex suture. Repair was tight to valsalva maneuver to 45 mmhg. He lost minimal csf fluid during this repair. At this point, the epidural bleeding was noted to be rather vigorous. I used a combination of bipolar cautery, surgiflo and ultrafoam to control this. ¿¿ the disc space posterior annulus specifically was somewhat ossified and at this point I deemed the neurolysis adequate and decided to forego the transforaminal interbody fusion portion of the case. I spent additional time obtaining hemostasis and when this was satisfactory and acceptable, I then backfilled over the area including the inadvertent csf tear repair with tisseel fibrin glue. I then place 40 mm length curved rods to bridge 5-1. Caps were torqued to manufacturer's specification x4. I decorticated the left transverse process of ls, superior ala as well as the facet joint of l5-s1 and the posterior elements including the lamina of l5 and the s1 sacral ala. I placed two bone morphogenic protein sponges containing local autograft into the posterolateral gutter to affect fusion and the remainder of local autograft was placed over the posterior aspect to affect posterior fusion as well. Hemostasis at this point was excellent¿.he was resuscitated from general anesthesia and brought to the post anesthesia care unit in good condition.¿ no other complications were noted beyond what was listed above. Reportedly, the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.